Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the syringe needle became blocked after inserting the needle into the cartridge septum. No reported adverse impact to the customer's blood glucose. Customer changed the needle to resolve the issue.